Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken device was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during use of the indeflator, it was not possible to deflate a balloon inflated in a coronary artery. The indeflator was exchanged with another unit from a different lot number and the balloon could be deflated. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.